Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down with their batteries disconnected and their left ventricular assist device (lvad) alarming; the cause was unclear. The patient was admitted on (B)(6) 2023 with a stroke. A computed tomography (CT) scan was performed but the results were unavailable. The patient's international normalized ration (inr) was within range at 2.0-3.0 at the time of the event. Log files were sent for review to see if there were any power disconnects due to the unknown reason of the patient's batteries being disconnected. The log files noted persistent pulsatility index events. As of (B)(6) 2023, the patient was intubated and sedated.

Manufacturer narrative:
Related MFR # 2916596-2023-03294 covers the batteries being disconnected and the lvad alarming. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.